Event description:
The customer stated discrepant results were generated on the architect total b-hcg assay. A patient specimen generated a result of 32.3 miu/ml. The specimen was tested on another architect analyzer, yielding a result of 195.40 miu/ml. The customer retested the sample in duplicate on both instruments. Instrument #1 yielded results of 288.88 and 304.13 miu/ml. Instrument #2 yielded results of 322.62 and 293.37 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78, architect total b-hcg, that has a similar product distributed in the us, list number 6c21, architect total b-hcg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - no returns were available for evaluation. A review of testing data and customer complaints was performed to evaluate the reagent lot in question. Testing data was reviewed for architect total b-hcg reagent kit, list number 7k78-30 lot number 87902jn00. All control and panel values were within specification and no issues were identified. A review of historical testing data on a lot that used the same bulk material as lot 87902jn00 demonstrated acceptable performance in its ability to accurately recover b-hcg in controls, panels and patient samples. A review of complaints from (B)(6) 2010 did not identify any adverse trends related to the customer's issue. A specific reason for the customer's observation could not be determined. No product deficiency was identified with the reagent lot in question.